Manufacturer narrative:
A customer contacted a siemens customer care center (ccc). Siemens reviewed the files that were provided by the customer and determined that there was no indication of a reagent malfunction. A customer service engineer (cse) was dispatched to the customer site and replaced the tubing from the autosampler to the selector valve and from the selector valve to the unified fluid circuit (ufc). The cse verified performance of the system and observed that everything was working within specifications, all quality control levels passed. The replacement of the tubing fix the issue. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely depressed, patient results were obtained for the red blood cell (rbc) and hemoglobin (hgb) parameters on the advia 2120 hematology system with dual aspirate autosampler (serial number: (B)(4)) on one patient sample. The initial discordant results were not reported to the physician. The customer repeated the parameters on an alternate advia 2120 hematology system with dual aspirate autosampler which resulted in higher values. The repeated results matched the clinical picture of the patient, and they were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant patient results.